Event description:
Ventilator was fine while being calibrated and running for 15 min. When therapist went to put ventilator into prvc mode and connect, the ventilator started smoking out of the o2 module and making a popping sound.